Event description:
The customer contacted physio-control to report that their device was not able to shock. They reported that the patient's skin was very dry and scaly and the electrodes were not sticking to the patient. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Section d4 gtin of the initial medwatch report was blank. Section d4 gtin of the initial medwatch report should indicate: (B)(4).

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was not determined.

Event description:
The customer contacted physio-control to report that their device was not able to shock. They reported that the patient's skin was very dry and scaly and the electrodes were not sticking to the patient. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.